Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as the facility disposed the device.